Event description:
A report was received that a healthcare worker has been working with cidex opa for 3 years and has developed various allergies as well as asthma. They are currently being treated by a dermatologist with xirtec, skin creams and prednisone. Symptoms are currently under control.